Event description:
It was reported that the user experienced insulin leakage from cartridges and difficulty priming tubing during multiple supply changes when the infusion set connector was attached to the cartridge before the cartridge was placed into the pump chamber; education was provided to seat the cartridge in the chamber prior to attaching the connector, and a goodwill order for replacement supplies was issued. No reported adverse clinical effects. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting with the user and review of the use process. Investigation of this case revealed user technique error leading to an improperly attached infusion set connector that compromised the cartridge-to-connector interface and filling procedure. It was concluded, based on previously established findings for similar reports, that the cause was user technique during setup and connection of the infusion set and cartridge.